Event description:
In 2008, a pt presented with a traumatic acute dissection. The pt was involved in an auto accident. A gore tag thoracic endoprosthesis was implanted with no complications during the procedure. On four days later, the pt suffered a stroke. The patient reports feeling weakness in the right arm and the left leg. No reintervention has been scheduled.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with acute dissections.